Event description:
Diagnosis of acqired deformity of breast. On 4/20/94 silicone implants were removed and replaced with silicone breast implants. Patient had capsule formation and shape irregularity. One implant intact, left implant has trace of translucent viscus gel adhered to it. No perforation seen.